Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following two dislocations.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Review of the device history records for the continuum longevity 7mm offset liner did not find any deviations or anomalies. This device is used for treatment. Review of the implantation operative notes confirm that the patient underwent revision left total hip arthroplasty due to instability, elevated cobalt levels and pain. It was noted that the leg length was lengthened for stability reasons. Per the notes the implanted revision femoral head and stem were stryker products. It was also noted that the leg length was slightly longer on the left side. However it was stated in the notes that the final components gave exquisite stability through functional range of motion. The second revision operative notes were not provided. The patient's activity level and adherence to rehabilitation protocol is unknown. Product history search revealed no additional complaints against the related part and lot combination. Stryker femoral head and stem is used with zimmer liner and shell. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. A definite root cause for the reported issue cannot be determined with the information provided.